Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 99% stenosis in the mid right coronary artery (rca). The 2.0x15 mm nc trek balloon catheter was used for pre-dilatation; however, during second inflation, the balloon ruptured at 12 atmospheres. A second nc balloon was used and a stent was implanted and the procedure was completed. No resistance was felt during advancement or retraction of the device. The physician noted the rupture by confirming blood backflow toward the indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.